Manufacturer narrative:
Paradoxical adipose hyperplasia (ph) is a known potential adverse event addressed in the product labeling. According to the coolsculpting user manual, under rare adverse events, ph is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Ph is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to the abdomen and may have developed paradoxical hyperplasia (ph) after treatment. Additional information including device information and treatment date not received.

Manufacturer narrative:
Correction: b5, h10, and h11. Additional information was reviewed and there is a change in reportability. Subsequent to the submission of initial medwatch, this report has been identified as a duplicate of previously submitted medwatch report of 3007215625-2024-00464. Therefore, a supplemental MDR is needed to retract MDR submission.

Event description:
Additional information was reviewed and there is a change in reportability. Subsequent to the submission of initial medwatch, this report has been identified as a duplicate of previously submitted medwatch report of 3007215625-2024-00464. Therefore, a supplemental MDR is needed to retract MDR submission.